Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with primary osteoporosis, fracture type: intravertebral cleft suggested for balloon kyphoplasty (bkp) of compression fractures. It was reported that at the stage of filling the cement into bfd, the cement hardened and could only be filled up to the fourth bfd, so another set was opened for dealing with it. Device discarded at hospital. No patient symptoms or further complications were reported.